Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the event. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information it is unknown what caused the reported event. Per the embolic material instructions (IFU): when injecting onyx¿ les, fluoroscopic visualization should reveal onyx¿ les traveling through the catheter lumen. It is recommended to obtain fluoroscopic imaging prior to reaching the minimum catheter + adapter deadspace in order to visualize the embolic material before it exits the tip of the catheter. Only use thumb pressure to inject onyx¿ les. Using palm of hand to advance plunger may result in catheter rupture due to over pressurization in the event of catheter occlusion. Do not interrupt onyx¿ les injection for longer than two minutes prior to re-injection. Solidification of onyx¿ les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture. MDR related to this event: 2029214-2017-00422, 2029214-2017-00423, 2029214-2017-00424, 2029214-2017-00425, 2029214-2017-00426, 2029214-2017-00427.

Event description:
Citation: embolization of arteriovenous malformations with onyx: clinicopathological experience in 23 patients. Reza jahan, m.d., yuichi murayama, m.d., y. Pierre gobin. Neurosurgery. 2001 may;48(5):984-95; discussion 995-7. Medtronic received report of onyx reflux not being noted which caused occlusion of adjacent vessel. The patient developed right lower extremity weakness. The patient was given aggressive hypertensive, hypervolumic therapy, and the patient showed rapid improvement. Neurological deficit after embolization avm (spetzler-martin grade 4) located in the left frontal lobe, high over the convexity, and just anterior to the central sulcus. Branches of the left anterior cerebral artery and middle cerebral artery fed the lesion. The feeding arteries from the middle cerebral artery were tested with amytal. This testing resulted in reversible right upper- extremity weakness, and therefore no embolization was performed in that location. The anterior cerebral artery arterial feeder, a branch of the pericallosal artery, was tested with amytal with no resultant neurological deficits. We therefore proceeded with embolization of this vessel. During embolization, embolic material was deposited in a branch of the vessel proximal to the microcatheter tip. No reflux had been noted during the injection, and only after embolic material had accumulated in the adjacent vessel was reflux noted to have occurred with inadvertent occlusion of a more proximal branch. The patient developed right-lower-extremity weakness with motor strength of 2/5 immediately after the procedure. The patient could move his leg only with gravity eliminated. A computed tomographic scan showed no evidence of bleeding, and an MRI study showed no new lesion. After the procedure, with aggressive hypertensive, hypervolumic therapy, this patient showed rapid improvement in motor strength. He underwent intense physical rehabilitation and at the time of discharge had 4/5 motor strength in his right lower extremity. He had stereotactic radiosurgery 1 month after embolization. On follow-up 18 months after radiosurgery, his neurological examination was normal. He has since returned to work and resumed his previous level of activity. Poor visualization of the onyx led to reflux of the embolic agent, with resultant inadvertent occlusion of a more proximal branch.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.